Event description:
A remstar pro c-flex+ device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third -party service center, the service technician observed visible foam particles inside the blower kit and blower foam degradation. Additionally, the device had dust and fluid contamination then error codes displayed e024 (motor speed reverse), e030 (motor spin up flux high), e053 (comp log sem timeout), e063 (stuck knob key) and e065 (stuck encoder a). The device was scrapped by the service center after the evaluation was completed.